Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2022-00949. It was reported that the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.